Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, technical support instructed the customer to clean the pump's pneumatic tap area and to reload the same cartridge, but the issue persisted. After escalating the issue, the customer service agent advised trying a cartridge from a different box, which successfully resolved the issue, allowing the customer to continue insulin therapy without problems. The agent arranged for a cartridge replacement and a goodwill order, and the customer was satisfied with the resolution of the issue.